Event description:
It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. The power consumption of this device has been steadily increasing, and is expected to continue increasing. Device replacement was recommended. The device has been explanted at a surgical intervention and a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Occupation (other) and occupation, e3 fields corrected. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. The power consumption of this device has been steadily increasing, and is expected to continue increasing. The malfunction appears consistent with other accolade pacemakers that have had continuous average power increases due to hydrogen in the enclosed device case. Device replacement was recommended. No adverse patient effects were reported.